Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt alleges abdominal pain and that a CT scan shows the mesh to be buckled. We have contacted the pt to request add'l info including medical records and relevant test results. No add'l info has been provide at this time. A mfg review was performed and no mfg issues were identified during the review. Additionally, at this time, it appears that the mesh remains implanted. This MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt. It has been alleged that in 2009, the pt was implanted with a bard ventrio patch. The pt alleges that she began having abdominal pain two years ago in the area of the patch. She alleges that a CT scan shows the patch is buckled and that she "has to push her intestines back in to get relief from the pain." She states that she plans to have surgery, but does not know the date yet.